Event description:
The customer reported the primary bag infused when the secondary bag was intended to infuse. After 1l of normal saline was infused, the primed cytotoxin chemotherapy bag was hung with three extenders. After approximately 100-200cc of the chemotherapy drug infused to the patient as intended, the hospital representative observed the normal saline was infusing instead of the chemotherapy drug. Approx 100cc of normal saline infused to the patient when it was not intended. This condition occurred on 09/17/2008 during patient use. There was no patient injury or medical intervention reported. This condition occurred with an unknown single channel colleague infusion pump. No additional information is available.

Manufacturer narrative:
The reported condition of an overinfusion of 100cc of normal saline to a patient could not be confirmed because the device was not returned to baxter for evaluation. The facility cannot identify the pump and will not be able to locate it for evaluation.